Manufacturer narrative:
Reported event of basket wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was observed that the end of the zero tip nitinol retrieval basket ¿unraveled.¿ the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual assessment found the basket was retracted. The introducer was on the sheath. The sheath was kinked in several locations along the working length. Furthermore, the distal end of the sheath was stretched, curled, collapsed flat, and some of the outer layer was scraped off. Further examination found all of the basket wires were present and attached. The basket wires were tangled, and bent/kinked. Functional evaluation found the basket would not open. The evaluation concluded that the condition of the returned device was not consistent with the complaint that the basket wire was broken. All of the basket wires were present and attached; none of the basket wires were broken. Therefore, the most probable root cause for the customer complaint is not confirmed. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was observed that the end of the zero tip nitinol retrieval basket unraveled&#56224;the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.